Event description:
A device was used during a low anterior resection. The surgeon fired the cdh, heard the audible crunch, removed the stapler, and palpated the anastomosis. The surgeon then discovered a leak where the surgeon states the staple formation was not complete. Hand suture was used to complete the case. Or time was extended by 45 minutes. There were no reported patient consequences.